Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an emergent stemi aspiration procedure, the interventional guidewire [.014] was getting caught at the rapid exchange portion of an aspiration catheter. The guidewire was getting shredded [damaged] and fragmented/detached within the patient. An additional foreign body retrieval procedure was necessary to successfully retrieve the detached pieces from this patient. No additional patient consequences to report.